Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was failed to power on. A field service engineer completed a remote resolution. Customer was instructed to reboot the system and proceed with testing. Customer confirmed that the medication station was functioning as expected after the reboot. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was unable to power on. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient which caused a delay in dispensing medication to the patient since the user managed to retrieve medication from another station. However, there were no adverse events or injuries reported based on this event.